Event description:
It was reported that the c-arm brake on the 9900 system was dragging and making noise. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The brake was replaced during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.